Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-4158ds-14b dynanite pip kit contained (2) 3.0 cannulated drill bits rather than (1)2.5 and (1)3.0. This was discovered during a hammer toe procedure on (B)(6) 2024, where the implant was still used along with a drill bit from the ar-4158ds-12b.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.